Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display went blank all at once. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: evaluation revealed power on resets on reported event date. Visual inspection shows evidence of moisture ingress on the display screen inside the pump. The pump powers on with auditory and consistent vibration, but it was unable to boot up and the display remained blank, reported ¿blank screen¿ was duplicated. There was moisture corrosion found to the pcb on the power circuit, force sensor circuit and the display connector.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.